Event description:
It was reported that the st holster is causing intermittent target issues when the probe is fired. The breast biopsy was completed. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.